Event description:
It was reported that in attempting to reposition the first lead, the helix would not retract. During the repositioning of the second lead, the lead would not extend. Both leads were not used. The physician successfully implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and the lead was stretched. The conductor was distorted, distal and proximal were pulled/stretched/overstress, distal end/electrodes electrode covered, lv1/distal:blood; insulation, distorted outer insulation was pulled/stretched/overstress, distorted. The outer insulation was pulled/stretched/overstress. The visual summary indicated the lead was damaged at implant. (B)(4). Concomitants: the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.